Event description:
The account alleged that the brake pedal would not release. No injury reported.

Manufacturer narrative:
The account adjusted and lubricated the brake pedal to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.